Event description:
It was reported that the patient had been hospitalized, originally for dehydration. However, it was also indicated that the patient was being medicated for an increase in seizures as well. They are unsure if the patient's generator is at eos, however, the device has not been checked since (B)(6) of 2010. No additional information has been provided to date.